Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post valve replacement surgery, the right atrial (ra) lead exhibited loss of sensing on telemetry and possible dislodgement. The ra lead remains in use. No patient complications have been reported as a result of this event.